Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced dizziness and syncope. The patient's pacemaker system had exhibited loss of capture. The patient is in third degree heart block. Additionally, there was noise on a ventricular tachycardia (vt) event which showed pacing inhibition; however the inhibition was not greater than 2 seconds. Boston scientific technical services (ts) advised performing a rv lead revision.

Event description:
Additional information indicates that this patient underwent a revision procedure for high pacing thresholds and loss of capture. The lead was unable to be explanted therefore was surgically capped. The patient received a new system on the right side due to the patient's anatomy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.